Event description:
Material#: unknown. Batch#: unknown. It was reported that the bd syringe had visible droplets (silicone, water, etc). Off label use: intraocular eye injection. Verbatim: rcc received a complaint via email. Papers on silicone syringe lubricant issues with intraocular injections. Papers on silicone syringe lubricant issues with intraocular injections including intracameral and intravitreal. Complications reported from your syringes. I am aware of issues with large volumes of silicone oil for retina detachment repair with glaucoma and corneal edema, I am looking for issues with 1-20 microns of colloidal sizes. Customer response: 1. Kindly provide the material number and batch/lot number of the product. This is a general question from events over several years where upon pressure on the syringe to expel the last of viscoelastic devices from syringes made by bd resulted in tiny bubbles of presumably the barrel silicone oil lubricant in the anterior chamber of the eye. This has been reported in the literature a few times and most surgeons have seen this occur rarely. I have personally seen this a handful of times over several decades. 2.kindly provide the date of event. N/a . 3. Can you share any physical sample if available for investigation? If yes, please provide the address of the facility for us to ship the return label? No. 4.if possible, could you please provide picture samples for investigation? None available. 5. Any adverse event or serious injury reported to patient or healthcare professional? If yes, please provide the details. None in the literature to my pubmed search this week. These bubbles have been seen in the anterior chamber angle years after the surgery. 6. Could you please provide a further description of the issue? See attached article which references the other reports larger amounts silicone oil can cause corneal endothelial dysfunction, retinal degeneration, and attachment to silicone, and less so acrylic, intraocular lenses with reduction of vision. These are typically after retina surgeons use so for chronic retinal detachments unresponsive to vitrectomy and scleral buckle. In these cases a barrier effect is suspected. One arrival proposes a toxic effect of silicone oil contaminants, but this was not proven.

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. D.3. Franklin lakes has been listed as the manufacturer. G.1. Franklin lakes has been listed as the manufacturer. Investigation summary: as no physical sample, valid part number or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be confirmed. Based on the limited investigation results, a cause for the reported incident could not be determined. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.